Manufacturer narrative:
The device was not returned to sjm for analysis and review of the device history record was not possible, as the lot number is unknown. The operative notes states "the patients cause of death was hypotension and bradycardia as cardiac arrest." It should be noted the physician stated there was no evidence of device related injury. Additionally, the surgery was a stand alone ablation for af with a minimally invasive right side approach. The instructions for use state that "the epicor device is intended for use in the ablation of cardiac tissue during cardiac surgery."

Event description:
It was reported during the procedure, the patient became hypotensive and his heart rate slowed down while the sizer-introducer was being introduced into the pericardial cavity. The sizer was removed and the intended ablation procedure was not completed. The ultracinch device was not used. There was no evidence of device-related injury. The patient was then paced through epicardial electrodes while the chest was closed, but the heart arrested again. An emergency thoracotomy was performed. The patient was given open chest cardiac massage with good hemodynamic response, but was unable to generate his own intrinsic pressure. The patient was then placed urgently under cardiopulmonary bypass but could not be resuscitated.